Event description:
Repair request initiated for device with report of foot pedal damaged. No patient impact reported. Repair escalated to a product event on evaluation due to the footed portion being damaged by tool contact. On follow-up it was reported that the device issue was identified at the time of set up by the scrub tech on (B)(6) 2014. It was confirmed there was no patient or staff impact. A back up device was used and it was confirmed there was no delay in the procedure.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. Previous investigation performed under (B)(4) determined that the likely causes are debris in the motor collet and improper insertion of the tool. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. ¿in addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ we will continue to monitor this complaint type for trends. (B)(4).